Event description:
It was reported that a spike of the uv flash transfer set came out of the port of the uv twin bag during use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and no lot number was provided; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.